Event description:
It was reported that following an acne treatment, the patient experienced a red scar of approx. 1 cm on the forehead. The patient was instructed to apply over-the-counter hydrocortisone topical ointment to the affected area.